Manufacturer narrative:
Graft lot number was not made available.

Event description:
About a month ago (implant date unknown), a patient was implanted with a gore® acuseal vascular graft for a-v access in the arm. The gore® acuseal vascular graft was cannulated since implant date. It was reported the gore® acuseal vascular graft thrombosed within a month of implant date. The gore® acuseal vascular graft was abandoned after thrombectomy was attempted.

Manufacturer narrative:
An estimated event date was entered. Implant and intervention dates were not made available by user facility.